Manufacturer narrative:
(B)(4)

Event description:
It was reported that in 2014, the left ventricular lead had dislodged in the atrium. The physician elected not to perform any intervention at the time since the patient's ejection fraction had increased greatly. The lead was explanted during routine device change out procedure on (B)(6) 2016. The patient tolerated the procedure well and was discharged from the hospital.